Event description:
It was reported that the patient had inappropriate shocks. The device was beeping so the patient tried to interrogate the device with the latitude monitoring system. However, the device was unable to communicate with the latitude system. At an office follow-up, interrogation found multiple fault codes. One of the fault codes was for battery depletion. The programmer printout had missing data. The high energy shock impedances for the therapy episode indicated the shock impedance was out-of-range. The doctor elected to explant and replace both the pulse generator and the electrode. A new system was successfully implanted. There were no additional adverse patient effects.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. Visual examination noted a crack on the exterior of the device case just below the header area. Residual gas analysis demonstrated a high percentage of water content within the device case. Analysis concluded the hermetic seal of the device became compromised due to a crack in the device case, likely due to cyclic fatigue, which allowed body fluid to enter the interior of the device. The presence of conductive body fluid contacting the device's electronic circuitry may have caused some the observations seen.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had inappropriate shocks. The device was beeping so the patient tried to interrogate the device with the latitude monitoring system. However, the device was unable to communicate with the latitude system. At an office follow-up, interrogation found multiple fault codes. One of the fault codes was for battery depletion. The programmer printout had missing data. The high energy shock impedances for the therapy episode indicated the shock impedance was out-of-range. The doctor elected to explant and replace both the pulse generator and the electrode. A new system was successfully implanted. There were no additional adverse patient effects.